Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). The time of rrt in save to disk was on (B)(6) 2013 device rrt less than or equal to 2.62 volts. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 91% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device reached the elective replacement indicator (eri) early. The device was removed and replaced. No patient complications have been reported as a result of this event.